Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the unit had spo2 error. The unit did not alarm when the malfunction occurred. Calibration was attempted as a troubleshooting step, but the error persisted. The unit was also tested with several other brand-new cables and it would not recognize the spo2. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Service was able to duplicate the complaint, the failure was caused by a defective mainboard. It was reported that the unit had spo2 error. The unit did not alarm when the malfunction occurred. Calibration was attempted as a troubleshooting step, but the error persisted. The unit was also tested with several other brand new cables and it would not recognize the spo2. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.